Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): "the system shut down completely at the end of the case." (Loss of power). The nurse reported the system shut down completely at the end of the case. The surgeon was able to complete the case. The staff noted three system messages displayed. The staff rebooted the system, which cleared the system messages after the case was completed. The facility continued to use the system with no further issues reported. No patient injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B) (4). (B) (4). (B) (4).